Manufacturer narrative:
(B)(4). Other devices used: catalog #00771300900, zimmer m/l kinectiv stem, lot #61602174; catalog #00784802200, zimmer kinectiv modular neck, lot #61645154; catalog #00630505036, trilogy longevity crosslinked poly liner, lot #61620254 this report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing consistent and gradually increasing pain in the groin and surrounding regions, stiffness, grinding and squeaking of the implant.

Manufacturer narrative:
The devices were not returned as they remain implanted. Manufacturing documentation was reviewed and found conforming to specifications with no anomalies or deviations associated with the review. The devices were used in treatment. No surgical notes or x-rays were returned for review. The devices were confirmed as compatible. No additional complaints have been received against any of the manufacturing lots. With the information provided, a definitive root cause cannot be stated.

Manufacturer narrative:
Concomitant medical product(s): winterthur femoral head not previously listed; item # 00877503602, femoral head, lot # 2559388l report source: legal notification.

Event description:
A bi-lateral patient underwent a right total hip procedure due to congenital bilateral hip dysplasia, pain, and numbness in her right leg from hip to toes. Approximately 2 months later, the patient alleged decreased mobility. The patient then underwent a hip revision surgery due to catastrophic hip failure with metallosis, soft tissue damage, dislocation, and pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of operative notes and xrays. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends